Event description:
A toric lens of unknown model and size was returned to the manufacturer damaged. Visual observation found the lens to have an optic torn. Haptic torn. Debris and residue throughout the lens. No further information has been able to be obtained regarding the correct serial number or model for this lens. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).